Event description:
It was reported that pump experienced malfunction alarm that could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place malfunctioning pump into storage mode before return, advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement pump, and requested return of problematic pump using prepaid label within 10 days, which customer understood and acknowledged.